Event description:
It was reported by the affiliate that the (1) tct75 was used during a thoracotomy procedure. It was reported that the stapler locked out before the staple was completely fired. The surgeon used a reload to finish the case. The instrument was accidentally thrown out by the hosp. There was no consequence to the pt.